Event description:
No pre-procedure angiogram was done to measure the length from the lower renal to the aortic bifurcation. During the procedure, the angio indicated adequate length, however, the device was deployed 1 cm below the intended landing zone. Due to the inaccurate delivery of the device, the physician could not cannulate the contralateral leg hole ring. The procedure was converted to an aorto-uni-iliac approach with associated surgical femoral to femoral crossover.